Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended.

Event description:
The customer reported, the system is very slow to boot up and runs very slowly. No pt injury was reported.